Event description:
In 2008, the pt was treated with gore excluder aaa endoprostheses for an abdominal aortic aneurysm. The procedure went as planned with no complications. Early of the month, the pt presented with left leg pain, and imaging showed the contralateral leg endoprosthesis completely occluded with thrombus. No endoleaks or device kinks were evident. The physician suggested the occlusion may have been due to a post-surgery embolism from a thrombotic left subclavian artery. The next day, the pt underwent a femoral-femoral crossover procedure to bypass the occluded device, and he is doing well with no further complications.

Manufacturer narrative:
A review of the manufacturing records has been conducted. Conclusions - the manufacturing records review verified that this lot met all pre-release specifications.